Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. She did not require medical assistance to remove the pledget from her vaginal cavity. She did not report any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.